Manufacturer narrative:
B5: upon follow up, it was reported that antibiotic treatment were discontinued. At the time of this report, the patient was recovering from the event. The patient¿s catheter was removed, and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with meropenem injection (1gm, per day, ongoing, route not reported) and amikacin injection (500mg, per day, ongoing, route not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.